Event description:
It was reported by service report that the screws on the lift bars of the litter frame were missing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift bar.